Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. The insulin pump had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump had damaged at top of reservoir compartment. The customer¿s blood glucose level was 124 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.